Event description:
Customer reportedly received results of 190 mg/dl and 71 mg/dl within 10 minutes on the same device. Customer also reportedly received results of 160 mg/dl and 50 mg/dl within 10 minutes on the same device. Customer took normal dose of insulin (not based on results). At 16:00, customer received 193 mg/dl and 213 mg/dl within 10 minutes on the same device. At 18:00, customer's results were 71 mg/dl and 155 mg/dl within 10 minutes on the same device. At 19:00, he received results of 191 mg/dl and 198 mg/dl within 10 minutes on same device. During troubleshooting, he received results of 181 mg/dl and 171 mg/dl. At midnight, he felt lightheaded and tested his blood glucose; result was 46 mg/dl (symptoms match results). He treated himself with bread. Controls were run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.